Manufacturer narrative:
The delivery system, inserted into the loader, with the crimped valve was returned to edwards lifesciences for evaluation. The esheath was returned with the introducer fully inserted and completely separated from the delivery system after being used in the procedure. The returned sheath and delivery system were visually inspected for any abnormalities. No flex tip compression was observed. There was a slight bend and torsion on sheath shaft. No liner tears was observed and the liner expanded as designed. There was a small tear on hdpe at the distal tip of the esheath and scratches observed on the sheath shaft. There was a kink under the strain relief approximately 0.5 inches from the comnut (most likely where difficulty was encountered). The strain relief rolled back 1.25 inches and folded over on itself. The delivery system flex tip represents the largest delivery system component that is passed through a sheath and that could potentially contribute to high insertion forces through a sheath. To investigate if the flex tip potentially contributed to the reported resistance during delivery system insertion through the sheath, the flex tip outer diameter (od) was inspected. The flex tip od measurements met the specifications. No relevant functional testing could be performed due to the condition of the returned device (sheath shaft fully expanded). The relevant assemblies/components related to the reported issue are the final esheath packaged assembly, as well as the esheath shaft component. The potentially contributing work orders did not reveal any other manufacturing related issues that could have contributed to the reported event. A lot history was performed and revealed no other similar complaints related to the following failure modes: ¿sheath shaft ¿ resistance with delivery system, bc,¿ ¿sheath shaft ¿ kinked, bent,¿ and ¿sheath distal tip ¿ split.¿ a review of the complaint history revealed that the occurrence rate did not exceed the (B)(4) 2016 control limits for the trend category of ¿resistance between devices¿, ¿kinked, bent¿, and ¿damaged.¿ no IFU/ training deficiencies were identified. During manufacturing, the esheath shafts are sample inspected at the receiving inspection. The ptfe liner edge is inspected. It is confirmed that there is no cross-link of outer layer for entire length of flap. Cross-link is inspected from start to the end of flap prior to assembly of strain relief. 100% inspection of inspection dimensions or inspection dimensions to be calculated using 95%/99% statistical calculations. (Inspection dimensions include inner diameter of the sheath along the shaft.) It is confirmed that there is no circumferential wrinkles along entire length of shaft, and the ID is clear of obstructions. All esheath shaft lots used in this work order passed the above inspections. During manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality. The device is visually inspect without magnification for wrinkles, scratches, kinks, or bends; circumferential oriented surface defects, protruding or missing material, dents, and cuts; cross linking of hdpe (blue) across liner (clear); holes, tears, or wrinkles. The device is visually inspect at 3x magnification for seam separation, stress lines in the liner, and string flash. The device is also visually inspect under 10x magnification for distal tips with holes or tears. After sterilization, the manufacturing lot underwent product verification testing on a sampling plan, which includes seam visual expansion, shaft expander insertion force (peak push force is measured while an expander, simulating a delivery system and valve, is pushed through the length of the sheath), and post-expansion seam verification. Afterwards, the liner is visually inspected for defects. Sheath expansion force met statistical acceptance criteria. Of note, all product verification samples pulled from the related lot met all inspection criteria. Moreover, the commander flex tip outer diameter (the largest od going through the sheath) is 100% inspected to ensure correct dimensions. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints for ¿sheath shaft ¿ resistance with delivery system, bc,¿ ¿sheath shaft ¿ kinked, bent,¿ and ¿sheath distal tip ¿ split.¿ the complaints for sheath shaft ¿ resistance with delivery system, sheath shaft ¿ kinked, bent and sheath distal tip split were confirmed based on the condition of the returned device. Due to the condition of the returned device (scratches along the sheath shaft, kinked visible on the strain relief portion of the sheath shaft and split sheath distal tip), functional testing could not be performed on the returned sheath. Visual inspection revealed a kink, shaft scratches and distal tip damage. Dimensional analysis on the associated delivery system (flex tip od) did not reveal any non-conformances or an out of specification condition. No manufacturing non-conformances were identified. Furthermore, a review of the relevant DHR and lot history revealed no indication that a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supported that the esheath and associated delivery system have proper inspections in place to detect issues related to the reported event. Cer indicates that the patient vessel was mildly calcified and mildly tortuous with 5.8 mm luminal diameter plus a graft. During delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as non-optimal insertion/placement angle of the sheath into the patient (due to patient¿s calcification and tortuosity), previously implanted graft in the patient access vessel, thv size, vessel diameter, tortuosity and degree of calcification. The aforementioned factors may create a difficult pathway to advance the delivery system through the sheath. The scratches and split distal tip observed during visual inspection suggests that patient anatomy (calcification and tortuosity) and/or the previously implanted graft caused the observed damage on the sheath and may also have contributed to the resistance. The kink and split distal tip most likely occurred during insertion/advancement of the sheath. Additional force might have been used to overcome the sheath kink, resulting in insertion difficulty. In addition, other procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep may put extra strain on the device, result in difficulty inserting through the sheath and contribute to resistance observed. A true root cause cannot be determined at this time based on available information and investigational results. For all complaints, since no manufacturing non-conformances and labeling/training/IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were conclusively identified in the returned product and the occurrence rates do not exceed the control limits for these trend categories, no product risk assessment (pra) escalation is required. The complaints for sheath shaft ¿ resistance with delivery system, sheath shaft ¿ kinked, bent and sheath distal tip ¿ split were confirmed. No manufacturing issues were conclusively identified in the returned product during engineering evaluation. No labeling or IFU inadequacies have been identified. Available information suggests that patient/procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rates did not exceed the (B)(4) 2016 control limits for these trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-deco evaluation, a split at the distal tip was found. During the insertion for the delivery system through the 16f esheath, the valve was not able to exit the sheath. Resistance was felt, and the esheath kinked and ¿collapsed on itself¿. The valve partially made it past the loader. The devices were removed and replaced, with no injury to the patient. The patient had an endologix endograft, in which the esheath had trouble getting past during insertion. It was discussed by the physicians that it is possible that during the insertion into the patient, the esheath was compromised.